Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Two samples were returned and visually inspected. The first one appears undamaged. No anomalies found. The second one showed a stretched tube, damaged at 14.5 mm distance from the hub. The root cause of the reported issue was found to be a potential improper use of the device as potential root cause of the complaint. Actions were taken to mitigate the reported issue: is unknown.

Event description:
It was reported that immediately after the catheter was removed from the patient, the fore end of the catheter was partially missing and was also damaged. No patient injury. No additional information is available for this complaint.